Event description:
It was reported that there was diaphramatic stimulation after implant with both right ventricular and left ventricular leads at "lowest level with capture." Left ventricular lead was explanted and replaced. Right ventricular lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.